Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The additional device referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.75 x 15 mm xience prime stent in the proximal circumflex (cx) artery and a 3.0 x 18 mm xience prime stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient began to experience angina, and on (B)(6) 2014 was re-hospitalized for a coronary artery bypass graft (CABG) procedure. The mid lad and proximal cx were bypassed and the event resolved on (B)(6) 2016. No additional information was provided.